Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (no pulses delivered) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was shorted c604, u1004 and u1005 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.